Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The exposed soft cannula was observed to be kinked. The length of the soft cannula measured out of specification due to the damage. The damaged soft cannula and its resulting stretch did not impact the ability of the fluid to travel the complete fluid path. Pod data showed no indication that there was a failure to deliver insulin. The exact cause and timing of the soft cannula damage could not be determined. The exact cause of the reported bent/kinked event could not be determined.